Event description:
It was reported that 30 syringes 3ml ll w/ndl eclipse 25x1 rb contained foreign matter. The following information was provided by the initial reporter: "date received for intake: (B)(6) 2020. Material no: 305787; batch no: 9114859, 8340583. It was reported that the syringe has red residue on the inside of them. Event description states: I had a customer call in and state that her box of syringes for item 305787; lot 9114859 have red residue on the inside of them. She wanted to know if anyone else has had this issue ? I wanted to pass this information along just in case .. Questions: what is the date of event? How many items were involved? Do you have samples available that can be sent back for evaluation? Customer response: I first noticed the residue on (B)(6) 2020. This has occurred on all of the syringes that I have used from the box with lot 8340583 (about 20 syringes) and from the box with lot 9114859 (about 10 syringes). I can provide samples from these boxes. The residue is clear and is located at the top of the plunger inside the syringe."

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9114859, medical device expiration date: 2024-04-30, device manufacture date: 2019-04-24. Medical device lot #: 8340583, medical device expiration date: 2023-11-30, device manufacture date: 2018-12-06. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 30 syringes 3 ml ll w/ndl eclipse 25x1 rb contained foreign matter. The following information was provided by the initial reporter: "date received for intake: (B)(6) 2020, material no: 305787, batch no: 9114859, 8340583. It was reported that the syringe has red residue on the inside of them. Event description states: I had a customer call in and state that her box of syringes for item 305787 lot 9114859 have red residue on the inside of them .. She wanted to know if anyone else has had this issue ? I wanted to pass this information along just in case .. Questions: what is the date of event? How many items were involved? Do you have samples available that can be sent back for evaluation? Customer response: I first noticed the residue on oct 7, 2020. This has occurred on all of the syringes that I have used from the box with lot 8340583 (about 20 syringes) and from the box with lot 9114859 (about 10 syringes). I can provide samples from these boxes. The residue is clear and is located at the top of the plunger inside the syringe."